Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer through the device tracking form from the hospital, that the patient's pump was exchanged on (B)(6) 2014 due to thrombus. Additional information surrounding the pump exchange was requested; however, the hospital responded stating that they decline to provide more information.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). The patient¿s pump exchange was reported under MFR. Report # 2916596-2014-01895. The pump was returned and evaluated under that report. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: the patient was admitted for a neurological dysfunction on (B)(6) 2014. On admit the patient had an ldh of 1234 and no other s/s of hemolysis. The ldh did not trend down, and on (B)(6) 2014 the hgbn was 222.0 and ldh was 2825. The patient also had worsening renal function. The patient was taken for emergent pump exchange on (B)(6) 2014.